Manufacturer narrative:
(B)(4). The customer returned one ars syringe and introducer needle for investigation. Visual examination did not reveal any defects or anom alies. A vacuum leak test was performed on the ars per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and it snapped back to its original position. The ars passes the test if the plunger returns to its original position, therefore, the sample passed the functional inspection. A laboratory introducer needle was attached to the returned syringe and water was aspirated into the ars. Water filled the syringe with no air bubbles entering. A device history record review was performed with one relevant finding. An nc has been initiated as a result of complaints for "ars leak in use." The report that the ars/introducer needle leaked in use could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and functional testing with water. No leaks were found during testing and the syringe was able to aspirate. A device history record review was performed with one relevant finding; however, no problem was found on the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer alleges a leak in the ars (syringe) during insertion.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a leak in the ars (syringe) during insertion.